Event description:
It was reported at the patient follow up, the ventricular lead was over sensing on the pace/sense portion. The over sensing was recreated with isometrics. The pace/sense portion of the lead impedance trend has also increased. A fracture was suspected. Programming change on the number of intervals to detect, as well as the alerts were programmed on. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows an abrupt increase for max v.pace = 504 to 16176 ohms peak between (B)(4) 2011 and (B)(4) 2011. 12 - ventricular nonsustained tachycardia (nst) episodes of <=200 ms occurred between (B)(4) 2011 11:35:35 and (B)(4) 2011 21:28:38. Ventricular short interval count v-sic=80.5 counts avg/day, in 9.1 days, occurred between (B)(4) 2011 09:45:53 and (B)(4) 2011 11:19:09.

Event description:
It was reported at the patient follow up, the ventricular lead was over sensing on the pace/sense portion. The over sensing was recreated with isometrics. The pace/sense portion of the lead impedance trend has also increased. Programming change on the number of intervals to detect, as well as the alerts were programmed on. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows an abrupt increase for max v.pace = 504 to 16176 ohms peak between (B)(6) 2011. Twelve - ventricular nonsustained tachycardia (nst) episodes of <=200 ms occurred between (B)(6) 2011 11:35:35 and (B)(6) 2011 21:28:38. Ventricular short interval count v-sic=80.5 counts avg/day, in 9.1 days, occurred between (B)(6) 2011 09:45:53 and (B)(6) 2011 11:19:09.